Event description:
I had been taking carbamazepine. Dr (B)(6), switched me to quetiapine. It made me nervous. A young lady from her office called me back and said to begin carbamazepine the day after I quit quetiapine. I did. My nervous system went bezerk. I was jerking around all day and had reduced mental abilities, mental effects persisted. Philips respironics wisp nasal masks for sleep apnea. This was my favorite mask apparatus. I wore it for years. However, it made temporary mark on the bridge of my nose. It was tight there. Eventually I got actinic keratosis a "rare"-cancerous condition, there. "I stopped" using the mask and my dr removed the lesion with liquid nitrogen.